Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) appropriately delivered a shock for ventricular tachycardia (vt), however the shock accelerated the arrythmia to ventricular fibrillation (vf). The clinic was inquiring why the s-ICD did not deliver an additional shock for the vf. Technical services (ts) was consulted and upon review determined that re-detection criteria were not met. Ts discussed additional troubleshooting steps including taking x-rays to evaluate shock vector. The field representative noted that the implant went well and x-rays from implant show appropriate location. The s-ICD remains in service and no additional adverse patient effects were reported. Additional information was received that upon further review the physician noted double counting of the qrs while the patient was in the vt with the initial shock and requested ts review the data. Upon review, ts noted that double detection appeared to occur due to the wideness and aberrancy of the signal. Ts discussed that if double detection had not occurred the rhythm rate may have been below the lowest cutoff and not treated. A treated episode from two months prior also showed double detection with a different morphology. Ts noted that the physician would need to clinically decide if therapy should be delivered for these arrythmias and discussed further troubleshooting and programming considerations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) appropriately delivered a shock for ventricular tachycardia (vt), however the shock accelerated the arrythmia to ventricular fibrillation (vf). The clinic was inquiring why the s-ICD did not deliver an additional shock for the vf. Technical services (ts) was consulted and upon review determined that re-detection criteria were not met. Ts discussed additional troubleshooting steps including taking x-rays to evaluate shock vector. The field representative noted that the implant went well and x-rays from implant show appropriate location. The s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.